Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the zygoma and midface with 2 syringes of juvéderm voluma® xc. Six days later, patient reported they had ¿a lot of pain, swelling, and numbness,¿ and ¿weren¿t able to sleep.¿ upon review, a ¿lump¿ on the right zygoma was noted where the patient had most of the pain and later it appears on the left check and zygoma as well. The patient was treated with hylenex. Two days later, the ¿lump¿ on the right zygoma was smaller but the ¿pain¿ continued, and the patient reported that the juvéderm voluma® xc ¿felt like a rock." An exam was performed with results that were normal for the health professional. The patient requested for the filler to be dissolved but was instead treated with biaxin. Two days later, the patient reported that the swelling was better and wanting to stop taking the biaxin because it was ¿upsetting their stomach.¿ four days later, the patient reported that their face was ¿disfigured.¿ upon review, the patient had ¿severe edema and firmness¿ on the zygoma and midface injection sites and was in ¿tremendous pain.¿ the health professional attempted to dissolve but was unable to and instead aspirated the area with an 18 g needle. ¿pus¿ resulted from both cheeks. The patient was treated with augmentin 875 mg bid, and the pus was sent for cultures, with negative results. A gram strain was also performed that resulted in ¿no organisms, many pmns.¿ an incision and drainage were performed through sublabial incisions, with more pus in the cheeks. The patient was irrigated with saline and bacitracin and gent. More hylenex was given. Six days later, the patient received additional biaxin. More hylenex was given the following 2 days. The event is ongoing.